Event description:
Infection after cesarean [post procedural infection]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female pt, initials unk. The pt's medical history is significant for cesarean section. On an unspecified date, the pt initiated seprafilm membrane, one sheet. On an unspecified date, the pt experienced infection after cesarean. The pt required intervention in the form of re-operation (details not provided). The pt recovered from the event of infection after cesarean (date not provided). Concomitant medications were not provided. The intensity for the event of infection after cesarean was assessed as mild. The reporter assessed the relationship between seprafilm and the event of infection after cesarean as unassessable. The product lot number was reported as 10np574.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.